Manufacturer narrative:
Reporter facility name: (B)(6). Initial reporter city: (B)(6). The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a loose connection and leaked. This was further described as "leak at the connection point between cassette and solution". This occurred during the drain phase of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the caregiver to end the therapy. The patient will continue to the therapy by manual exchange. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.